Event description:
Acetabular reamer handle bent during case. Handle has been replaced.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Device evaluations were performed by the vendor, who confirmed the reported event via visual inspection. The device showed signs of use, wear, and damage and was unremarkable. The investigation concluded that the bent acetabular reamer handle was caused by user misuse. The reported event regarding a bent acetabular reamer handle was confirmed.

Event description:
Acetabular reamer handle bent during case. Handle has been replaced.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.